Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with meropenem injection (1.5 gm, discontinued after 14 days) for peritonitis. One day after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:. B5: upon follow up, it was reported that the patient recovered form the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.